Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) examined the system on-site and determined that the system does not start. Fse found that switch on the back of the image construction pc (front ippc) was malfunctioning, which caused an overcurrent to flow and the breaker to shut off. It has returned to normal after fully checking the condition of the relevant part. In addition, the image area exceeded the limit at the time of return. The fse replaced the host pc and returned the system to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that the allura system did not start. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the circuit breakers (l2 line) in the system power supply system which was off. The fse replaced the host pc and the hard disks and returned the system to use in good working order. Philips has started an investigation of the complaint.